Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge however the cartridge alarm kept recurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.